Manufacturer narrative:
Unable to prime during prime test due to protruded/loose drive support disk. The insulin pump has scratched lcd window, broken reservoir tube lip, cracked battery tube threads and missing end cap sticker.

Event description:
It was reported that the insulin squirted out during the manual prime process. Advised customer that the insulin pump will be replaced. Nothing further reported.